Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting oversensing of diaphragmatic potentials resulting in pacing inhibition and possible syncope. The physician was complaining that there was no asynchronous mode to permanently program around this issue. Additional information was received that the device was reprogrammed to least sensitivity and no oversensing or pacing inhibition was seen, but the patient still experienced some dizziness; thus, the physician concluded that the dizziness was not related to the device, but possibily to a blood pressure issue. It was noted that the patient was pacemaker dependant.